Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a vein occlusion. It was noted that there were high and rising thresholds, and high impedances on the right ventricular (rv) lead. Due to the occlusion it was determined that it would be safer for the patient to keep the existing rv lead in use rather than implanting a new lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.